Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.receipt of the device is pending. The investigation is currently in progress. Not returned

Event description:
It was reported that the device "split" inside the patient. The device was stored and handled according to the IFU. There was no visible damage to the packaging or the device. There was no patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. This file was initially reported as a serious injury based on the information at that time however this event is now determined to be a reportable malfunction based on information and device evaluation. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product. The device was found to have met specifications prior to shipment. No manufacturing anomalies were identified that may have caused or contributed to the reported event. This is the first event reported for this lot number to date. The device was returned for evaluation. Evaluation of the returned sample identified there was no external or internal packaging returned. Kinks were identified in the outer and inner of the device. A guidewire was inserted into the device and a blockage on the proximal side of the distal markerband identified. While attempting to flush the device with alcohol a hub lead was observed. Inspection of the hub under magnification identified that the inner was stretched/bunched within the hub - a rupture in the inner is the most likely cause of the observed hub leak. The result of the investigation is confirmed for a leak. As reported "the device "split" inside the patient", the device was returned in 1 piece. During evaluation a hub leak was identified, the inner of the device has been stretched and is bunched with the hub of the device. It is unknown whether patient factors, handling or procedural techniques have contributed to the reported event. Based upon the available information the definitive root cause for this event could not be determined. Based on trending analysis performed no additional action is required at this time. The IFU states: indications: the sleek® otw catheters are intended for balloon dilatation of the femoral, popliteal and infra-popliteal arteries. These catheters are not designed to be used in the coronary arteries. Precautions: "before removing catheter from sheath it is very important that the balloon is completely deflated. Recommended procedure and technique: (inflate and deflate the balloon manually by advancing and retracting the plunger of the inflation device. Maintain vacuum on the balloon between dilations by withdrawing the plunger of the inflation device. (7) after each inflation, assess run-off by angiography through the guiding catheter while the inflated balloon remains within or proximal to the stenosis. (8) to exchange catheters, maintain the guidewire's position and loosen the haemostatic valve. Pull out the dilation catheter until the guidewire entry point exits the haemostatic valve. Grasp the wire a short distance from the entry point and continue to withdraw the catheter. Continue to alternate grasping the guidewire and moving the catheter until the catheter tip clears the haemostatic valve. Insert the new catheter as previously described for the initial catheter. (10) simultaneously withdraw the dilation catheter and guidewire from the guiding catheter / sheath. Withdraw the guiding catheter / sheath from the vessel. Follow standard practice for the management of the guiding catheter /sheaths (removal should not be attempted before near normalisation of clotting). Deflation and withdraw " deflate the balloon by drawing a vacuum with a 20ml or larger syringe. Note: the larger the syringe diameter, the greater the suction that is applied. For maximum deflation a 50cc syringe is recommended. "Gently withdraw the catheter. As the balloon exits the vessel, use a smooth, gentle, steady, motion. If resistance is felt upon removal then the balloon and the sheath should be removed together as a unit under fluoroscopic guidance, particularly if balloon rupture or leakage is known or suspected. This may be accomplished by firmly grasping the balloon catheter and sheath as a unit and withdrawing both together, using a gentle twisting motion combined with traction. " apply pressure to the insertion site according to standard practice or hospital protocol for percutaneous vascular procedures. (B)(4).